Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the unspecified vessel after an unspecified procedure. Reportedly, during device insertion, arterial luminal marking could not be achieved, indicated by no arterial flow through the device marker lumen. A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4): the device was received. Investigation is not completed.